Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. The device was reportedly attempted to be advanced over the guide wire to insert into the patient after marker lumen could not be confirmed. It should be noted that the prostyle instructions for use (IFU), device preparation section states: verify the marker lumen patency by flushing the marker lumen with saline until saline exits the marker port. Do not use the device if the marker lumen is not patent. In this case, the IFU violation would not contribute to the inability to flush or resistance loading the device over the guide wire. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute to difficult to advance the guide wire, include, but not limited to, patient anatomical conditions (occlusion of the sheath due to excessive blood clot or other biological matters; patient artery anatomy variables). Factors that contribute to difficulty or inability to flush the device during preparation may include, but are not limited to, manufacturing, lumen obstruction, incorrect user technique (marker lumen flushing). The subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code- 2017 incorrect prep. Correction: d9: device available for evaluation: updated from yes to no.

Event description:
It was reported that this was a venotomy closure of a right common femoral vein using a prostyle device after an interventional electrophysiology procedure with a 6fr sheath. Reportedly, pre-procedure the device would not flush at the tip of the sheath successfully with saline. The same device was still used but could not be loaded onto the wire successfully. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.